Event description:
It was reported that during a stenting treatment procedure, catheter and guide wire entrapment occurred. The 80% stenosed lesion was located in the mildly calcified superficial femoral artery (sfa). A 7x59x1350 sentinol stent delivery system was advanced to the target lesion and the stent was successfully deployed. Upon withdrawal the stent delivery system became stuck on an unspecified guide wire. As a result, both devices were removed together as one unit. The procedure was completed with this device. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the sentinol stent delivery system (sds) device was returned with no original packaging. Visual and microscopic analysis revealed the exterior shaft was fully withdrawn proximally, with the distal end of the inner shaft exposed, confirming that the stent was not present on the sds. Microscopic inspection of the sds presented no damage or irregularities. An unidentified guide wire was protruding from both ends of the sds (15.0 cm distally and 32.7 cm proximally). The wire was kinked near the proximal end of the sds. The diameter of the guide wire was measured with a calibrated laser micrometer; the diameter ranged from .03395 - 0.03446", consistent with a .035" wire (labeled diameter). It was confirmed that the sds was stuck on the wire by attempting to remove the wire from the sds lumen with gentle force. The sds and wire were rinsed in ambient tap water to remove the partially coagulated blood that was present throughout the exposed surfaces of the sds and parts of the wire. After rinsing the wire was removed from the sds lumen with minimal force. Visual inspection of the portion of the wire that was previously within the sds device revealed a kink 60 cm from the distal end of the wire. The wire was easily loaded and tracked through the lumen of the sds several times to confirm there were no compatibility issues or irregularities in the wire lumen of the sds. The returned condition of the device was consistent with the reported event; however, the device functioned as intended with respect to guide wire movement once residual blood was removed from the guide wire/catheter interface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The target vessel was a superficial femoral artery, whereas the sentinol biliary directions for use lists the following indications "the sentinol nitinol biliary stent system is indicated for transhepatic palliation of malignant neoplasms in the biliary tree." (B)(4).

Event description:
It was reported that during a stenting treatment procedure, catheter and guide wire entrapment occurred. The 80% stenosed lesion was located in the mildly calcified superficial femoral artery (sfa). A 7x59x1350 sentinol stent delivery system was advanced to the target lesion and the stent was successfully deployed. Upon withdrawal the stent delivery system became stuck on an unspecified guide wire. As a result, both devices were removed together as one unit. The procedure was completed with this device. No further complications were reported and the patient's status is fine.